Manufacturer narrative:
The technician found the hi/low drive brake was dirty. He cleaned the hi/low drive brake assembly to repair the bed.

Event description:
Info rec'd indicates the hi/low function is drifting.